Event description:
Several side effects over 2 years, migraines, hair loss, weight gain, bloated constant stomach, stomach and back pain, enlarged uterus, heavy menstrual bleeding continuous, tried hormone therapy - failed, then they found split broken migrated essure coil. Hysterectomy and essure removal (the tubes with them) scheduled (B)(6) 2017.